Event description:
It was reported that pump experienced malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump malfunction, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction happened again, which caller acknowledged and understood.